Manufacturer narrative:
Investigation conclusion: the investigation results show that the tip of the returned colorado needle is broken off. Therefore, the reported event could be confirmed. The fracture surface of the needle was damaged due to friction with its counterpart and the remaining surface shows the appearance of a fatigue fracture. The protruding part aside of the breakage surface indicates that the fracture was caused by bending overloads most likely due to collisions with hard objects. No lot number was provided and a review of the specific manufacturing batch record and related quality documents (manufacturing documents, inspection plan, inspection drawing and release report) cannot be performed. Therefore, it is also not possible to determine the quantity released for distribution within the affected lot. Further investigations and a review of additional documentation such as x-rays, medical assessments or patient records were not considered necessary, because of the conclusively determination of the main root cause (missing/broken off tip due to bending overloads) conclusively, no indication for an incorrectly working product or any systematic design, material or manufacturing related issue were found.

Event description:
It was reported by a distributor that in a medical procedure the tip of the device broke during skin incision. The fragment was not found in a post-op CT of the patient. No adverse consequences were reported with this event. The procedure was reported as completed successfully with a delay of less than 5 minutes, and that there are not any post-op symptoms for the patient.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a distributor that in a medical procedure the tip of the device broke during skin incision. The fragment was not found in a post-op CT of the patient. No adverse consequences were reported with this event. The procedure was reported as completed successfully with a delay of less than 5 minutes, and that there are not any post-op symptoms for the patient.